Manufacturer narrative:
Product ID: 3889-28, lot# va01ha5, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported the representative adjusted the device about two weeks prior and stimulation was ¿too intense.¿ it was stated that it was ¿too strong¿ right away after programming, but the representative wanted the patient to try it for two weeks because they were getting into pain with a different program. It was stated the representative put it on the ¿standard.¿ the device was giving the patient pain. Stimulation was set at 0.55v on program 4. It was noted the patient¿s settings had been at 1.45v for years and the representative reprogrammed the ¿whole thing.¿ it was stated the program went from ¿45 to 50¿ and the other program would increase ¿one at a time.¿ the current program reportedly felt like it was ¿right on the nerve¿ and even when decreasing, it did not take the pain away. It was later reported the patient still had two devices implanted and one was active. It was stated the patient¿s complaint regarding strength of stimulation had been addressed and the patient was receiving appropriate therapy. It was noted the patient was tentatively scheduled for a replacement on (B)(6) 2014.